Event description:
It was reported that, during an office follow-up, the device could not be interrogated. A latitude interrogation had been successful but two different programmers could not interrogate the device while in-office using a wand. Premature battery depletion is suspected. The latitude data will be reviewed by engineering. There were no adverse patient effects. The device remains implanted.